Event description:
It was reported that during an unk procedure, the tip broke, but it did not fall into the pt. No further info was provided. No injury to the pt.

Manufacturer narrative:
D4: serial # = na.